Event description:
A system error 2058 alarm (bag/ fluid is under expected temperature) was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 19:59:02. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A system error 2058 alarm (bag/ fluid is under expected temperature) was confirmed through a review of the event history. The cause was undetermined. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.